Manufacturer narrative:
Approximate age of device - 4 years 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient caught the driveline on a doorknob and did not notice. The patient was admitted on (B)(6) 2018 for a driveline infection which was positive for pseudomonas which was being treated with antibiotics. Additional information received on (B)(6) 2018 stated that the patient was being treated with levofloxacin which had an end date of (B)(6) 2018. The patient was stable. The vad appeared to be working well. The patient was discharged to home.

Manufacturer narrative:
The patient remains ongoing on lvas support. A specific cause for the patient's infection could not conclusively be determined through this evaluation. The hmii lvas IFU lists driveline infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU, as well as the hmii lvas patient handbook, also provide information regarding how to prevent infection and how to care for the driveline exit site. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.